Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the patient required CPR during rapid pacing. The prosthesis was deployed, but not fully expanded as the balloon appeared ¿perforated.¿  a second delivery system was used to post dilate the valve.

Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. No procedural imagery was provided. The work orders related to the device and any components that are relevant to the complaint event were reviewed. Lot history review was unable to be performed as the work order information was not provided. Additionally, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Additionally, the occurrence rate did not exceed the march 2019 control limits for applicable trend category. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests that procedural factors likely contributed to the balloon leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.